Manufacturer narrative:
(B)(4).the stent remains in the pt. The lot number was provided. A f/u report will be submitted with all relevant info.

Event description:
It was reported that the pt received a promus stent on (B)(6) 2010 in the mid left anterior descending artery. The pt then reported that on (B)(6) 2010, she had a few spots of hives on her back when she left the hosp. However, the morning of (B)(6) 2010, she had "broke out in hives from head to toe" and was treated with a medrol dose pak. She stated that she was taking benadryl since (B)(6) 2010, for sinus drainage, but she discontinued the benadryl on (B)(6) 2010, since she was told her "respiratory tract stuff" was viral and probably due to allergies. The pt planned on contacting her physician for further discussion and f/u. It is not believed that the pt's symptoms are related to the promus stent. No additional event or pt info is available.